Event description:
The customer reported to olympus, the evis lucera bronchovideoscope used during bronchoalveolar lavage (bal) procedures had been linked to infection status in multiple patients. Three (3) patients placed in the respiratory intermediate care unit (ricu) who had right ventricular hypertrophy (rvh) were identified to have isolated pseudomonas aeruginosa. The patient samples were all determined to be the same type and an outbreak was declared on (B)(6) 2022. It was confirmed that none of the 3 patients were nursed in the unit at the same time, however; all 3 patients had undergone bronchoscopy procedures, using the same bronchoscope. It was further reported, the bronchoscope seemed to contain material for which the facility was allegedly unable to decontaminate using the standardized scope cleaning processes. The bronchoscope had been quarantined by the critical care scientist staff and remains out of service. The bronchoscope was sent for 3rd party investigation to determine possible source of continued contamination. The following medwatch reports are related: (B)(4): 1st patient. (B)(6): 2nd patient. (B)(6): 3rd patient. This medwatch report is for patient identifier (B)(6).

Manufacturer narrative:
The device was not returned to olympus for evaluation. The customer provided their cleaning, disinfection, and sterilization process. It was reported in most cases they try and manually clean every scope within 3 hours of the procedure but in some cases this is not possible. If this is the case then nursing staff must place a damp cloth over the scope to keep damp until processing. Pre-cleaning which nursing staff carry out directly after patient use, also known as the bedside clean. Leak test scope using scopetech. Manual cleaning-fill sink to appropriate level marker (30 liters) and add 120ml, of neutrascope af detergent using scopetech. Temperature of water should be between 20-35ºc. Wipe down outside of endoscope with lint free cloth at least three times checking for any damage to the exterior and distal end of the endoscope. Brush biopsy, air/water and suction ports with the port cleaning brush. Manually brush through all channels of endoscope with the channel brush. Repeat this step at least 3 times until free of debris. Attach relevant flushing set to endoscope and flush all channels with clean non-enzymatic solution using scopetech. Brush all buttons. Carefully transfer endoscope from ¿dirty¿ to ¿clean¿ sink and rinse equipment thoroughly by gently agitating endoscope and accessories. Flush scope again using clean water using scope tech. Nutra scope af detergent is used for pre-cleaning. They have two different aer¿s. At the royal victoria hospital they have 3 x isis machines which are made by cantel and in the city hospital they have 8 x wassenburg machines made by wassenburg. Isis ¿ purisept disinfectant base and activator and autozyme detergent and disinfectant are used with the aer. At wassenburg - wassenburg endohigh paa and wassenburg endohigh detergent. There have been no issues noted with the aer. The endoscope is dried by using a non-lint cloth. After processing the scope is either sure stored or hung in a drying cabinet. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The following additional information was received: the customer refused to return the subject device to olympus for culture testing/evaluation. In addition, the customer is unable to provide any further information regarding the patient outcomes. The results of the third-party culture tests were requested from the customer; however, no results have been provided at this time.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a relationship between the subject device and the patient infections could not be determined. In addition, a relationship between the device and the infective material that was reportedly not decontaminated using standardized device cleaning processes could not be identified. The device was not returned to olympus for culture testing or an evaluation. Also, the customer did not provide any information on the third-party culture testing they had performed, nor did they provide further details regarding the patient outcomes. After reviewing the information provided on the device reprocessing, olympus could not confirm any evident deviation from the instructions for use (IFU). Therefore, the root cause of this incident could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿prohibition of improper repair and modification: this instrument does not contain any user-serviceable parts. Do not disassemble, modify, or attempt to repair it; patient or operator injury and/or equipment damage may result. Equipment that has been disassembled, repaired, altered, changed, or modified by persons other than olympus¿ own authorized service personnel is excluded from olympus¿ limited warranty and is not warranted by olympus in any manner.¿ this supplemental report includes a correction to b5, e4, and g2 to provide information that was inadvertently not included in the initial medwatch. Also, information has been added to d8. Olympus will continue to monitor field performance for this device.